Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy procedure using the reload, part of the needle tip snapped off after the first pass through the tissue and fell into the cavity of the patient. The device was being applied during the closure of the vaginal vault. An x-ray was performed to attempt to locate the needle tip, but it was unsuccessful.

Manufacturer narrative:
Additional information: d3( MFR name, street 1, MFR city), d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needle was returned broken at the swage. The suture was returned intact with the leader and ferrule attached. It was reported that the needle tip snapped off. The reported issue was confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Based on the evidence available the reported condition of needle broken was confirmed. Corrective action CAPA pr (B)(4) was created to investigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.